Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left and right back canes have bent at the lower part of the bend.